Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013 with a vigila 2ct lead. On (B)(6) 2015, the vigila 2ct was explanted because it was broken and was replaced by a volta 1cr65 lead. During the last follow up on (B)(6) 2015, some variation in the ecgs were noticed when the patient moved the left arm, so it was suspected a breakage or bad connection of the lead and the re-intervention was scheduled. On (B)(6) 2015, during the re-intervention, a good connection was observed but blood was noticed in the internal insulation and lead breakage was suspected. Furthermore the battery of the ICD had decreased in an irregular way and the battery voltage was close to recommended replacement time (2.9 v), so finally the physician decided to explant all the system and replace it by another. The subject ICD and lead will be returned for analysis. Leads complaints are treated in a separate complaint files.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013 with a vigila 2ct lead. On (B)(6) 2015, the vigila 2ct was explanted because it was broken and was replaced by a volta 1cr65 lead. During the last follow up on (B)(6) 2015, some variation in the ecgs were noticed when the patient moved the left arm, so it was suspected a breakage or bad connection of the lead and the re-intervention was scheduled. On (B)(6) 2015, during the re-intervention, a good connection was observed but blood was noticed in the internal insulation and lead breakage was suspected. Furthermore the battery of the ICD had decreased in an irregular way and the battery voltage was close to recommended replacement time (2.9 v), so finally the physician decided to explant all the system and replace it by another. The subject ICD and lead will be returned for analysis. Leads complaints are treated in a separate complaint files.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013 with a vigila 2ct lead. On (b)(46 2015, the vigila 2ct was explanted because it was broken and was replaced by a volta 1cr65 lead. During the last follow up on (B)(6) 2015, some variation in the ecgs were noticed when the patient moved the left arm, so it was suspected a breakage or bad connection of the lead and the re-intervention was scheduled. On (B)(6) 2015, during the re-intervention, a good connection was observed but blood was noticed in the internal insulation and lead breakage was suspected. Furthermore the battery of the ICD had decreased in an irregular way and the battery voltage was close to recommended replacement time (2.9 v), so finally the physician decided to explant all the system and replace it by another. The subject ICD and lead will be returned for analysis. Leads complaints are treated in a separate complaint files.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013 with a vigila 2ct lead. On (B)(6) 2015, the vigila 2ct was explanted because it was broken and was replaced by a volta 1cr65 lead. During the last follow up on (B)(6) 2015, some variation in the ecgs were noticed when the patient moved the left arm, so it was suspected a breakage or bad connection of the lead and the re-intervention was scheduled. On (B)(6) 2015, during the re-intervention, a good connection was observed but blood was noticed in the internal insulation and lead breakage was suspected. Furthermore the battery of the ICD had decreased in an irregular way and the battery voltage was close to recommended replacement time (2.9 v), so finally the physician decided to explant all the system and replace it by another. The subject ICD and lead will be returned for analysis. The lead complaint is treated in a separate complaint file.